Event description:
An optometrist reported the following: a pt had bilateral lasik surgery four months post-operatively, the pt was diagnosed with superficial punctate keratitis (spk) in both eyes, and topical steroid drops prescribed. The topical steroid drops were discontinued on (B)(6) 2013. The pt remains on a artificial tears, cyclosporine drops, and oral antibiotic to decrease eyelid inflammation, and help produce a better oily layer of the tear film. The pt is to return to the clinic in two months for f/u, and further eval. Overall, the pt states the vision is great, and has remained stable. Even though the eyes are dry, they are less dry than previous months. There are two reports for this pt. This report addresses the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).